Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to kendall/tyco healthcare that a customer had a problem with the low dead space needle. The customer reports "detached needle."